Event description:
A customer contacted beckman coulter inc. (Bci) stating the cartridge chemistry (cc) sample probe was leaking. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2011 and customer reported that they found tubing was loose at clot detector. Fse looked over module and dried the wet areas under cc sample probe covers.